Event description:
It was reported: "dr. Was inserting the bixcut reamer while performing a retrograde femoral nail. As the surgeon was reaming the reamer hit the patient's hard bone and snapped the attachment of bixcut reamer head."

Manufacturer narrative:
Device was lost by the hospital. No evaluation will be performed. If the device or additional information becomes available it will be reported on a supplemental report.